Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: (B)(6) 2024. Section h3 - device evaluated by manufacturer? Yes . Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint device revealed that it was received with the plunger rod fully advanced. Viscoelastic residue was distributed through the entire length of the cartridge. The cartridge and cartridge tip were damaged. The lens module was inspected, presenting with no damage; however, viscoelastic residue was identified and an unknown yellow residue was observed. The device assembly was inspected and no issues were identified. The plunger rod advancement was inspected and no resistance was felt. No lens was received. The complaint issue "haptic damaged" and "stuck in cartridge" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there was no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was defective. Through follow-up, we learned that the iol got stuck inside the injector and the haptic was torn. The tip of the cartridge was in contact with the patient's eye. No additional maneuvers were performed. A replacement iol was implanted. No further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6) device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.